Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and others and red particles on the shell. A visual and microscopic analysis was performed which identified: creases fold, sharp opening on posterior and stress marks. Based on the device analysis, the final assessment is a sharp broken on posterior assessed as a surgical impact opening. Device photo evaluation: visual analysis of the identified photos: broken shell, encapsulation and labeled as right side.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device remains implanted.